Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken/removed from the bottom case and plunger assembly and chipping was observed on the top case. Review of the event history log showed an occurrence of a "pressure increase check infusion line" alarm. Functional testing involved occlusion testing and checking the reading of the force sensor. The force sensor was found to be within specification. The investigation found the device was operating as intended. The alarm message "check infusion line" occurs when pressure is building up. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device says occlusion line when line was clear, then says check infusion line. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.